Manufacturer narrative:
The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens trailing haptic was noticed to be broken off after insertion of the lens into the patient¿s right eye. The lens was removed intraoperatively and a back-up lens of same model and diopter was implanted. Reportedly, incision was enlarged to remove the lens and sutures were required at completion of the case. Current patient prognosis was described as ¿excellent.¿